Event description:
Reporter indicated a vns pt is experiencing an increase in seizure activity. The pt pre-vns seizure activity level is unk. The pt also reported use of magnet; but is of the opinion that the magnet swipe precipitated another seizure. The pt has contacted her physician and scheduled an appointment. Good faith attempts to obtain add'l info have been unsuccessful to date.